Manufacturer narrative:
(B)(4). To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure in 2008? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient history/concomitant medications product code and lot #, if applicable, will product be returned, return date, tracking information when was the mesh exposure first noted by a physician? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent sling procedure in 2008 and mesh was implanted. Following the procedure the patient experienced vaginal pain and vaginal wall mesh exposure. The patient required surgery to remove the vaginal portion of mesh and repair defect in vagina. Additional information has been requested.